Event description:
Customer reported that the needle will not move when an attempt is made to inflate the bulb. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: eval of the returned product revealed the needle does go up when the inflation bulb is squeezed and holds pressure. The needle pointer intermittently gets stuck. Sometimes the needle pointer resets to zero and other times the needle stays stuck to whatever value it was inflated to. As a result no readings could be taken. Also the unit rubber protective ring is missing. Note: instructions for use indicates: the cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).